Event description:
It was reported that pump experienced malfunction and displayed malfunction code, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.